Manufacturer narrative:
A device history record review was completed for provided material number 300330 and lot number 2311518. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples of reported lot number were obtained from the manufacturing facility. The retained samples were evaluated; however, no defects were observed. Based on the investigation results, we were unable to reproduce the reported issue and an exact cause could not be determined. If the affected samples become available for this incident or any potential future incidents, we would greatly appreciate the opportunity to review them. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
11-july-2024 additional information received:has there been any harm to patients/healthcare professionals?loss of medication dosage.are there any patients involved, please confirm?yes.when did this event occur, before, after or during the procedure?during the procedure. "These syringes do not allow compliance with the institutional protocol for medication administration in that the correct dosage a of the medication to the patient is not assured."was there a need for medical and/or surgical intervention due to the occurrence (imaging tests, surgery, drug administration, etc.)? (Detail)no.was there exposure of blood/chemotherapy to mucous membranes (eyes, nose and mouth) or skin? If yes, indicate whether the exposure was from the patient or from the practitioner and what measures were taken.(detail)from the practitioner "during medication preparation the j needle dislodges from the syringe and I get the contents of the syringe in my face and eyes."

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Case description: the failures refer to the syringe becoming untied and causing the medication to be watered down, which generates insecurity when administering them. They refer that the cases have occurred with the 10ml and 20 ml syringe. Therefore, we request your kind collaboration in the management of the cases, in order to avoid possible errors in the preparation and administration of medications. Finally, by visual inspection, it is evident that the tie between the syringe and the needle of these references is by pressure mechanism and not threaded as in other presentations, therefore, at the time of making the purchase order, dispatch and receipt of the same, take into account that they are two-piece syringes, but threaded in the tie between the syringe and the needle to avoid this type of events, anyway, I request your kind cooperation in the analysis of the situation to establish whether it is a quality issue or reference. Delay in the procedure and treatment.